Event description:
Allegedly per njr of (B)(6), the component was removed due to infection.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00642, 00643, 00645. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.